Event description:
It was reported that bd q-syte closed luer access device septum was damaged, and device leaked. The following information was provided by the initial reporter: it was reported that there was leakage due to damage to the septum leakage occurred. Upon inspection, the septum was found to be deformed (damaged).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
In response to the event reported by your facility, a visual and microscopic inspection was conducted on the returned q-syte sample. The unit received was not associated with a known lot number. A gross visual inspection revealed a pushed-in top disc and rough perimeter edges on the top body, indicating the presence of dried adhesive between the top body and the septum disc. Under microscopic examination, adhesive was confirmed at the rim of the top body. Based on observation that the leakage was experienced after the successful connection of a secondary device, it is possible that excessive force may have been applied, causing the top body to be pushed inward. Unfortunately, without a known lot number or additional samples for comparison, our quality engineers were unable to determine a definitive root cause for this complaint.

Event description:
No additional information.